Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic procedure for treatment. The rx needleknife was difficult to deploy. Upon deployment, the needle knife dislodged from the catheter. The device was retrieved from the patient. The procedure was completed with another of the same device. The patient did not sustain any reported serious injury or ill effect as a result of the event. The pt condition is reported to be satisfactory.